Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an altitude alarm occurred. Reportedly, the customer was swimming with the pump. Also, it was reported that the customer experienced difficulty loading a cartridge onto the pump. It was noted that the customer was unable to feel the cartridge click into place. The customer cleared the altitude alarm, loaded a new cartridge, and insulin delivery was resumed. The customer's blood glucose level was not impacted.